Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was damaged. Event history log (ehl) showed force sensor test error. At power up process, the reported problem was duplicated; both screws for the plunger tube in the carriage were broken off causing the leadscrew to hit on clutch's when plunger head is moved. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced main board and plunger tube; and all functional testing which passed.

Event description:
It was reported that the pump showed 'system failure: force sensor test' on startup. No patient injury was reported.